Event description:
Device issue: none. Adverse event: myocardial infarction. Onset of adverse event: post procedure. It was reported via trial that on (B) (6) 2007, the pt underwent stenting in the pre-dilated first obtuse marginal artery and the proximal circumflex artery with one xience v stent. On (B) (6) 2009, the pt experienced chest pain and was hospitalized. The cardiac enzymes were elevated and the pt was diagnosed with a non q wave myocardial infarction. Diagnostic coronary angiography was performed on (B) (6) 2009, results were not reported. On (B) (6) 2009, the pt underwent coronary artery bypass graft surgery to unspecified vessels, presumably including one of the index target vessels, the first obtuse marginal. Abbott vascular medical safety monitor review assessed this event as a non q wave mi caused by target vessel, no stent thrombosis. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.